Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) identified that the wire bonds were broken between the hybrid circuit board and the battery terminals internal to the device. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis of the lead (lot#: va354kd) identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. Continuation of d10: product ID 978b128 lot# va354kd serial# implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon further investigation (hra (B)(4)) it was determined that damage was caused during analysis. Afc updated from s17850 to s10115. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va354kd implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that it was reported that there was a high impedance issue. After the lead and battery were implanted, they checked the impedances as usual. Exclamations showed up on each electrode. The healthcare provider (hcp) removed the lead from the battery casing, wiped it with a clean, dry sponge, re-inserted, re-checked impedances but got the same result on impedances. They then tested the lead to see the patient responses and everything looked great with bellows and toes. They opened a new battery. They inserted the lead into the new battery and checked impedances and got exclamations on all 4 electrodes again. The hcp then decided to change out the lead. After the new lead was implanted, they inserted the lead into a new battery and checked impedances. They got green checks on all electrodes. The issue was resolved.